Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: conduction disturbances, such as complete heart block (chb) are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve replacement (tavr), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. At 2/3 deployment aortography and echocardiogram showed an implant depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Complete heart block (chb) was observed. Subsequently, the valve was recaptured and moved 2mm superior from prior deployment. After full release, chb remained; subsequently, one day post implant a permanent pacemaker was implanted due to chb. No additional adverse patient effects were reported.